Event description:
The customer's mother called to report that the pump had a no delivery message on display without an audible tone. The customer does not know for how long the pump had the no delivery on the screen. By the time the mother and the customer realized that the pump was not delivery. It was too late, the customer ended in the hospital with dka.